Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing causing inappropriate automatic mode switch on the atrial (ra) lead. No changes or intervention were reported.  The patient was in stable condition.